Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, which was successful, as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears, and they acknowledged understanding of these instructions.